Manufacturer narrative:
The insulin had intermittent button response due to flattened esc and act button dome switch. The device was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. It passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test and she was unable to clear the alarm. Blood glucose value was 137 mg/dl. The customer stated that after the alarm she had a rewind message. The customer stated that she did not try to deliver a bolus while in the rewind/fill tubing process and could not exit to the status screen. She was advised to press the act button on the rewind complete screen, but there was no response. She was advised to remove the battery for 11 minutes to clear any notification or alarm; she stated it was not cleared. The insulin pump was not replaced or returned for analysis.